Event description:
It was alleged by the attorney that following a hysterectomy, one of the plaintiff's sutures (allegedly an ethicon product) broke and the wound burst requiring further surgery to repair the wound. The surgeon's report indicates that bursting of the wound is a recognized complication related to pt's factors such as obesity.